Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced pump stoppages while connected to the power module. An x-ray showed evidence of shield separation at the distal end of the percutaneous lead. On (B)(6) 2013, the percutaneous lead was replaced.

Manufacturer narrative:
The percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.